Manufacturer narrative:
Device passed the displacement test, rewind, self test , a21 alarm, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a21 and a17 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarms each time they changed the battery and multiple motor error alarms. The customer's blood glucose value was 4.1 mmol/l at the time of the incident. The customer reported that the drive support cap appeared normal or slightly indented. The customer was able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.